Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported stent break was unable to be confirmed however there were noted stent strut damages (flared, bent). The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a moderately calcified, lesion in the mid-distal right coronary artery. A 3.5x23 mm xience xpedition stent delivery system (sds) was advanced in the patient anatomy; however it failed to cross the target lesion due to the anatomy. The stent fractured during the attempt to cross the target lesion. The stent was not in two pieces. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.